Manufacturer narrative:
Concomitant medical products: 4968-60, lead, implanted: (B)(6) 2014.

Event description:
It was reported by the patient's family member that the patient's implantable pulse generator (ipg) was not programmed correctly after the patient had undergone hernia surgery which resulted in atrial fibrillation (af) issues. Follow up conducted with the patient's clinic revealed the mode switch functionality had been programmed off and the patient had become symptomatic due to the increased rate. The device was reprogrammed and the mode switch was turned on. The implantable pulse generator (ipg) remains implanted and in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.